Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of a discordant n latex flc lambda result on a atellica ch 930 instrument. Quality control results were within acceptable ranges on the day of testing. No reagent issue was identified and no general performance issue for the flc lambda method was identified. Per the product's instruction for use (IFU), "excessively elevated monoclonal immunoglobulin concentrations might have the potential to suppress the reaction of anti-flc antibodies with free light chain molecules. In addition, other conditions may cause lower flc concentrations, e.g., bi-clonal after therapy, polymerization of lambda chains, etc. If results do not fit to previous ones, or to results of other tests (e.g., serum and urine protein electrophoresis, immunofixation, differential blood cell count) and/or to the clinical situation, it is recommended to re-analyze the sample in a higher sample dilution. Such samples may also not dilute in a linear fashion." The customer fulfilled the recommendations maximizing the validation dilution scheme available on the atellica ch of auto-dilution x10. The system is performing according to specifications. No further evaluation of this device is required. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product

Event description:
The customer reported the observation of a falsely depressed flc lambda (flc_l) result obtained on one patent sample measured with n latex flc lambda lot 473207 on the atellica ch 930 system (serial number: (B)(6). The result was reported to the physician who questioned the result. There are no known reports of patient intervention or adverse health consequences due to this discordant results.